Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during surgery, 2 burs broke off in the attachment. It was also reported that an x-ray was taken to ensure the broken pieces were not left behind in the patient. It was further reported there was a delay of less than 30 minutes to switch to a back up device. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Event description:
It was reported that during surgery, 2 burs broke off in the attachment. It was also reported that an x-ray was taken to ensure the broken pieces were not left behind in the patient. It was further reported there was a delay of less than 30 minutes to switch to a back up device. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.